Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On approximately 07/25/2025, the patient got a sensor error. After an hour of getting sensor error, while she was at home making breakfast, she felt disoriented but she was able to dial 911. The paramedics came and she cannot remember what happened after that, but they said her bg reading was too low (22mgdl). Her husband stuck peanut butter under her tongue and her readings went up to 28mgdl. She was brought to the emergency room. The patient could not recall the medications given at the ER. She was discharged the next day in the afternoon. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.